Manufacturer narrative:
B5: subsequent to initial MDR d9: device available for evaluation - correction h2: type of follow up - correction h10: corrected data

Event description:
Subsequent to initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). E1- initial report telephone number: (B)(6). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that there was a needle issue. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.